Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-device changeout, the patient experienced hiccups that correlated with phrenic nerve stimulation. It was determined that the atrial lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.